Event description:
Information was received indicating that a new out of box smiths medical cadd legacy plus pump had an incorrect serial number on the back of the pump. It was reported that the back of the pump had a serial number of (B)(4) but when the pump was powered up, the screen showed (B)(4). No adverse consequences were reported.